Event description:
It was reported that an ilet displayed an alert 38 motor stall during a supply change and repeatedly during the fill tubing step despite restarts, consistent with failure to infuse and implicating the motor component; the user switched to backup therapy. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed a communications-related problem was identified and the event aligned with a failure to infuse associated with the motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.